Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. Unable to determine the cause of the customer's report of an under infusion of an antibiotic. Product will not be returned. Customer stated no serial numbers were recorded and no devices or administration set were sequestered.

Event description:
Vague event information provided by customer. Customer reported an under infusion of an antibiotic. Emergency department reported an antibiotic infusion took longer than expected. There was no report of patient harm and no medical intervention required. Although requested, no additional patient or event information was provided.